Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6), 2023, due to headache. There are no plans to reimplant the patient with a new device as of the date of this report.